Event description:
Clinical coordinator (cc) reported a home patient (hp) that has been experiencing pain during drain while using the homechoice cycler for apd therapy. Cc reported the hp has been on peritoneal dialysis therapy approximately 2-3 months and has been experiencing pain during the drain phase of their apd therapy. The cc relates that cc suspects that the hp's catheter placement may be set low but would like to have the hp's cycler evaluated before considering any type of catheter repositioning. Follow up with the hp reveals that changing their position while performing their apd therapy has on occasion alleviated pain during drain. According to both the hp and the cc, there was no patient injury or medical intervention.